Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When the information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during a thoracoscopic ventral spondylodeses procedure, there was a rupture of the segmental artery. Loss of blood: 2200ml. The procedure was converted to open.